Manufacturer narrative:
Only axium coil pushwire returned for investigation with instant detacher as implant coil detached and implanted in the patient. As received, the pushwire stuck in the instant detacher. This condition was not reported initially. It was found that actuator interface (ai) stuck within the opening. The ai was completely detached from the coupler tube but retained by the release wire. The actuator interface was successfully dislodged by removing the cap and using force to pull the ai out from between the clamps. The ai was found bent into a u shape. Two breaks were found on the break indicator (bi) also retained to the pushwire by the release wire. This is indicative of both a manual as well as mechanical detachment attempts at these locations. The coin was found to be pulled back from the lumen stop; with the shield coil present and stretched. Under the microscope, the outer jacket was then removed but the coin could not be found. The release wire and coin were pulled completely into the pushwire. Based on the returned device analysis performed, we were unable to determine the cause of ¿pushwire stuck in instant detacher¿. It is likely the ai was found stuck within the instant detacher due to the damage found on the ai, however the cause of the damage cannot be determined. It is possible the cause of the damage was due to excessive force when inserting the ai into the instant detacher. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that instant detacher was unable to detach the coil after several attempts. The coil detached with using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing surgery for treatment of an aneurysm with a diameter of 6mm. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Evaluation of the returned device found that axium coil pushwire stuck inside the instant detacher after coil successfully detached.